Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the maryland bipolar forceps instrument tip did not open. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additionally, the instrument had multiple input disks cracked. Hairline cracks were found on grip input disks. Moreover, the instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the electrical continuity test. Further, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.